Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage and removal difficulties occurred. Vascular access was obtained via the femoral artery. The 3.5mmx30mm, 95% stenosed, eccentric, de novo, with less than 45 degrees bend target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After placing a non-bsc guide catheter, predilation was performed with 1.5mm x 20mm and 2.5mm x 30mm balloon catheters. A 3.00x32mm promus element¿ plus drug-eluting stent (des) was then advanced but failed to cross the lesion. Upon withdrawal, the stent was caught on the guide catheter tip and elongated. Both devices were removed as a single body and another non-bsc guide catheter was placed. The procedure was then completed with another 3.00x32mm promus element¿ plus des. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had detached from the delivery system and was damaged the entire length. Stent struts were stretched and distorted. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and removal difficulties occurred. Vascular access was obtained via the femoral artery. The 3.5mmx30mm, 95% stenosed, eccentric, de novo, with less than 45 degree bend target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After placing a non-bsc guide catheter, predilation was performed with 1.5mm x 20mm and 2.5mm x 30mm balloon catheters. A 3.00x32mm promus element¿ plus drug-eluting stent (des) was then advanced but failed to cross the lesion. Upon withdrawal, the stent was caught on the guide catheter tip and elongated. Both devices were removed as a single body and another non-bsc guide catheter was placed. The procedure was then completed with another 3.00x32mm promus element¿ plus des. No patient complications were reported and the patient's status was stable.